Event description:
Per (B)(6) database: it was reported that, after preuse checkout of the unit, the anesthesia machine was not able to ventilate in manual or mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the unit by the user showed the expiratory flow sensor was damaged and could not be used. There were no specifics about the type or degree of damage, however a damaged flow sensor would only affect the ability to mechanically ventilate. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. It is unknown if the expiratory flow sensor was the cause of the failure or if the part was replaced to correct the reported fault. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). An evaluation of the unit by the user showed the expiratory flow sensor was damaged and could not be used. There were no specifics about the type or degree of damage, however a damaged flow sensor would only affect the ability to mechanically ventilate. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. It is unknown if the expiratory flow sensor was the cause of the failure or if the part was replaced to correct the reported fault.